Event description:
It was reported that following an implant procedure, the patient was sent to the emergency room due to neck pain and headache. Patient was currently doing well. No further information has been obtained despite good faith efforts.